Event description:
It was reported to philips the device showed a pad cable not working error message during testing. There was no patient involvement. The device was evaluated by the customer biomed with assistance from a philips remote service engineer (rse). The customer biomed performed op check two times and it passed both times. No parts were replaced. The device remains with the customer. The customer biomed was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.